Event description:
It was reported that cgm displayed malfunction error and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through complete pump reset, malfunction error did not reappear, and caller successfully started new sensor session, with no further issues reported.